Event description:
In 2008, the pt reported she received an occlusion (04) error on her infusion device and her blood glucose was elevated to 435 mg/dl. Her normal blood glucose level is under 150 mg/dl. Prior to the report she had changed her insulin cartridge and infusion site. To troubleshoot she was instructed to perform a 5 unit bolus while disconnected from her infusion site. The infusion device delivered 4.9 units of insulin and occluded. She stated her infusion tubing had been in use for "about a week." She was advised to change the infusion site every 2 days and the infusion tubing every 6 days. She was instructed to change the infusion tubing and she was able to bolus 5 units of insulin without error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.